Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a death occurred. The patient had a watchman laa closure device successfully implanted in (B)(6) 2016. In (B)(6) 2016, they had a 45 day follow-up appointment where a transesophageal echocardiogram (tee) was performed. The physician's opinion of the closure device was fantastic; there were no leaks and there was no thrombus noted on the device. Three days later, the patient's wife found the patient unresponsive in the morning. CPR was performed and the paramedics arrived. Attempts to revive the patient were not successful. The cause of death is unknown.